Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device was received and inspected. Visually, the device appears to be in unused condition and no anomalies were noted on the device. This complaint cannot be confirmed. A review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the customer's healix 5.5mm peek anchor with orthocord broke upon insertion. The sales rep reported that the broken anchor was fully removed. The surgeon completed the procedure with another like anchor in the same bone tunnel with no patient consequences or delays. The sales rep reported that the anchor broke due to user technique. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.